Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call of issues with his daughter's support cap falling off and causing the insulin to spill. The customer's blood glucose level at the time was 273mg/dl. The customer states that they nudged up against something and it popped out. The customer was advised to discontinue use of the device, and that it would be replaced.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and alarmed motor error during the basic occlusion test due to loose protruded drive support disk however, the motor passed motor test. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip and missing the end cap sticker.